Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 600 mg/dl. Doctor believes that the settings were gone from the insulin pump. Basal and bolus wizard settings were checked and it was noted that neither were at factory setting. Customer stated that the insulin pump has been falling off at night for the past two days and believes that is the reason for the high blood glucose readings. Customer believes that the insulin pump is working fine and has not had any issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.